Manufacturer narrative:
One device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. One device that was pending was evaluated and it was determined the device experienced cot drifting but does not adequately support patient weight, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 4 to 3.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced fowler collapse or a cot drop. There was one event with patient involvement where no adverse consequence was alleged to have occurred, and one patient involved who experienced a head injury and pain.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced fowler collapse or a cot drop. There was one event with patient involvement but no adverse consequence was alleged to have occurred.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.